Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-02614. It was reported the pt's stimulation was auto-reducing and he consequently lost stimulation. Diagnostic testing showed invalid impedance readings on all lead contacts of one lead and the other lead had a low impedance reading for one contact. The sjm rep reprogrammed the pt using contacts 9-16, and the pt reported effective stimulation coverage. However, he reported his pain relief was not adequate. Follow-up indicated the pt no longer experienced auto-reducing but experiences a "shocking" sensation when he leans back on a regular basis. He stated when he turns down the stimulation to relieve the issue, he doesn't get effective pain relief. As the affected lead is unk, all possible leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.